Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: an invalid lot # of 1272232 was provided by the initial reporter medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: unknown . Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ micro pen needles were unable to prime.  The following information was provided by the initial reporter: consumer reported finding pen needles clogged during the flow check.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-may-2022. H.6. Investigation: customer returned (49) used bd pen needles without tear drop labels or inner shields attached. The customer reported finding pen needle clogs during flow check and bent non-patient end needles. The returned samples were examined, and it was observed that all 49 featured straight, undamaged, non-patient end (npe) cannulas. 30 out of the 49 samples were tested for flow using a test pen injector, and it was observed that all 30 were able to expel properly. The alleged issues could not be confirmed based on the samples provided. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ micro pen needles were unable to prime. The following information was provided by the initial reporter: consumer reported finding pen needles clogged during the flow check.